Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 493 mg/dl, which was treated with the insulin pump. The customer advised that she felt okay. Upon troubleshooting, the customer was able to get insulin to exit the tubing during a manual prime. No leaks were found. The time and date were found to be incorrect on the device and the customer was assisted with correcting this. The customer stated that she changed the infusion set and would now monitor the device. Nothing further reported.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.